Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 23 mmol/l. The customer did not experienced symptoms of high blood glucose value. It was unknown whether the customer was using auto mode or not. Customer was using sensor. Customer was assisted in connecting insulin and glucometer. Customer was assisted in deleting meter from the insulin pump and in adding meter to the insulin pump. Customer stated that the connectivity issue was resolved. No further complications were reported. Troubleshooting was not performed. The device will not be returned for analysis.